Event description:
Initial result for a pt hcg was <0.100 miu/ml. When the same sample was retested, the result was 5899 miu/ml. The field service rep adjusted the sample probe to decrease the probability of the probe striking the side of the sample tube.